Event description:
Customer claims that while unloading unit and pt from ambulance, unit did not "lock" and folded. "The lead paramedic managed to turn and catch the cot, but wrenched her back in the process. She is currently on medication and medical leave".